Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and visual analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead exhibited twiddler's syndrome. The lv lead was observed to have dislodged approximately two months post implant. A revision procedure was performed to reposition the lead, however unsuccessful. Another lead was successfully implanted. No additional adverse patient effects were reported.